Event description:
Bilateral placement of proact devices performed approximately 1 month prior to event. Adequate placement was confirmed by cystoscopy and fluoroscopy (verified via imaging - attached to this report). On event date, patient came into office and a balloon erosion was identified via cystoscopy. Both devices were removed. Replacement of the devices is not planned.